Event description:
Customer called and reported a system pressure dome leak after ended treatment. The treatment was performed without problems and alarms. Treatment volume 157ml. Treatment was ended successfully and customer found the leak when releasing the kit. The leak was at the membrane of the return pressure dome. Customer provided a photo for evaluation.

Manufacturer narrative:
A review of lot b109 was conducted. There were no nonconformances associated with this type of failure for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for pressure dome membrane leak; CAPA's (B)(4) and (B)(4) have already been initiated to investigate pressure dome leaks. A photo analysis was conducted for this complaint. Based on the review, the complaint was determined to be valid. The photo shows a tear in the pressure dome membrane and blood is visible on the cellex pump deck. In manufacturing, 100 percent of procedural kits are processed through system leak and occlusion testing prior to kit traying. The leak test is designed to detect defects, including leaks in the pressure dome membranes. Examination of the pressure dome housing in the photo does not indicate that any molding defect exist. Harmac cpar (B)(4) and therakos CAPA (B)(4) have implemented an additional leak test on 100 percent of the individual pressure dome assemblies in production. This is in addition to the 100 percent final system leak and occlusion testing. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4)